Event description:
It was stated that the patient removed a sensor, and noticed that the cannula was missing, and may have broken off underneath the skin. The patient attempted to remove the broken cannula with tweezers, but could not locate it. Advised the patient to seek medical attention if she felt that the sensor actually broke off underneath the skin. The caller understood, and agreed to call back if necessary. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.